Event description:
The pt was being fed using a pump. 300 ml of an oral dehydration solution were hung, and the pump was set to deliver 38 ml/hr. 200 ml were delivered in 1 hour. There was no illness, injury or medical intervention resulting from the event. Note: event date listed above is approximate.